Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks. Noise was observed in all three programmed sensing vectors. Noise was unable to be reproduced with pocket manipulations, however, was produced with patient movement. The device was noted to be implanted close to the patient back area due to a previous device explant for infection. Technical services (ts) discussed the device may need to be moved back to where a typical implant location would be, or consider a different device. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Please reference report 2124215-2021-06122 for the previous explanted device due to infection. It was reported that the patient presented to the emergency department after receiving 39 inappropriate shocks. Review of the stored episodes noted several episodes, some containing multiple shocks. Further review noted no noise, however, noted low amplitude signals that resulted in oversensing of what appeared to be p-waves. One delivered shock induced the patient into ventricular tachycardia (vt), and a subsequent shock converted the rhythm. It was reported that the patient was using the restroom at the time, and fell and hit their head. The device was programmed off and the patient was admitted to the hospital. The physician plans to implant a transvenous implantable cardioverter defibrillator (ICD) system. No procedure has been scheduled at this time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks. Noise was observed in all three programmed sensing vectors. Noise was unable to be reproduced with pocket manipulations, however, was produced with patient movement. The device was noted to be implanted close to the patient back area due to a previous device explant for infection. Technical services (ts) discussed the device may need to be moved back to where a typical implant location would be, or consider a different device. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Please reference report 2124215-2021-06122 for the previous explanted device due to infection.